Event description:
Customer requested assistance with understanding log following a patient event where a 1000 ml bag was hung and device was programmed to infuse a vtbi of 160 ml to run over 4 hours. At the end of the 4 hours, a new vtbi of 100 ml was to be programmed to run at 40 ml/hr, however at that point the bag was noted to be empty. Data from the device log was reviewed; the module was programmed for a basic infusion with the rate set at 40 ml/hr and the vtbi set to 160. Approximately 4 hours later the module alarmed for air in line, the module was then paused, followed by two flow stop open alarms, then a door closed event. A new vtbi of 100 was then programmed and the infusion was restarted. The rate was then reduced to 10 ml/hr and the vtbi to 10, followed by the rate being set to 5 ml/hr; subsequently the infusion was stopped and the module was turned off. Total volume infused during the use was logged as 165.36 mls. The device was received in good working condition. Also received was a used disposable set attached to an empty 1000 ml bag labeled potassium chloride 20 meq. The set was in good working condition and full of fluid. The used incident set was used to perform rate accuracy testing on the device. The test was performed at the incident rate of 40 ml/hr for one hour; mean flow rate was within specification. A long term accuracy test was then performed on the system using the incident set and running at 40 ml/hr. Approximately 790 mls of fluid was collected during this test indicating that the device is delivering within specifications. At the completion of the long term accuracy test, the incident disposable set was pressure tested at 10 psi. No leaks were observed. The empty 1000 ml incident bag was also tested and no leaks were observed. The device was then opened for inspection. The interior was found to be clean and free of contamination, no issues were noted. Our investigation could not determine why the bag was empty. The reported overinfusion condition could not be confirmed in the log nor replicated during testing. The root cause of the customer's experience was not determined.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.